Event description:
The physician was performing angioplasty on a lesion below the knee. Under fluoroscopy it was noted that the wire was no longer moving so it was removed with the balloon device as one unit. Outside of the patient it was noted that the wire had broken, the entire device was removed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device determined that 78cm if the device was returned from the proximal side. Two kinks were noted at 2cm and 20cm from the separation site. Scanning electron microscopy of the fracture surface revealed evidence of compression with rolled over inner tube walls indicative of a bending action. The fracture surface exhibited fatigue striations along with elongated dimple ruptures in a tear direction. Evidence of material elongation along with equiaxed dimpled ruptures in a shear plane was noted. No visible anomalies were observed. No material anomalies were noted. Based on this analysis it was concluded that the outer tube fractured as a result of fatigue in a cyclic bending overload motion and the inner core wire fractured primarily in a tensile overload direction. Therefore the most likely cause of the event was operational context.

Event description:
The physician was performing angioplasty on a lesion below the knee. Under fluoroscopy, it was noted that the wire was no longer moving so it was removed with the balloon device as one unit. Outside of the patient it was noted that the wire had broken, the entire device was removed. There was no reported clinical consequence to the patient.